Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system detected abnormal shock impedances in the right ventricle (rv). The shock impedance measurements ranged from 0 ohms to greater than 200 ohms. A x-ray was performed a month ago, and the right ventricular (rv) lead looked fine. The presenting electrogram (egm) was clean and all other rv measurements were within normal range. Troubleshooting was performed, which included trying different programmable shock vector configurations. It was noted when programmed rv coil to ra coil, the shock impedance was greater than 200 ohms. When programmed to a triad configuration or rv coil to can configuration, the shock impedance was within normal range. Technical services discussed possible causes for the out of range shock impedances and provided further troubleshooting options. Additional information was received that the shock vector configuration was reprogrammed and the physician would decide at a later date if further testing would be performed. The root cause for the abnormal shock impedances remains undetermined. At this time, no further actions are planned, this rv lead remains in service and no additional adverse patient effects were reported.